Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge time was observed. The patient was asymptomatic and felt no shocks. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and lab capacitors were attached. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.